Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a seizures due to low blood glucose levels. Customer reported that her blood glucose levels ranged from 35-100 mg/dl. No additional information is provided.